Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the mega suturecut needle driver had a snapped pully cable wire at instrument jaws. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was identified. The surgical task that was being performed when the issue occurred was unknown. It was also unknown if the instrument collided with any other instrument or tool during the procedure or if there were any issues related to opening/closing/ left /right motion of the grips or up/down (pitch) motion of the wrist. It was unknown if there were any cables visibly protruding from the distal end of the instrument. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Correction: b13 was not added to the original MDR(B)(4). The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.